Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from 419 mg/dl to a "high" reading. The customer alleged that bolus's were not being delivered. System check was performed with tandem technical support, and no device issues were identified. Reportedly, the customer went to the emergency room (ER) and was treated for high bg and chest pain that may have been diabetes related. The customer was released on the same day with a bg level of 103 mg/dl and was in a good condition. Reportedly, the customer had manual injections available as alternate insulin therapy.